Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) experienced a sudden loss of stimulation. A diagnostic test revealed impedance on several lead contacts. Attempts to recover stimulation utilizing the functioning contacts proved unsuccessful. Surgical intervention was undertaken to address this issue, and intraoperative testing isolated the problem to the lead extension. As such, the device was explanted and replaced. Effective stimulation was recaptured for the patient following the procedure.